Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300s range (mg/dl). The school nurse administed a correction bolus via the pump. The contact declined to perform troubleshooting with tandem technical support.

Manufacturer narrative:
.